Event description:
It was reported by service report that the litter was drifting down. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: pump pedal, base cover.